Manufacturer narrative:
Continuation of d10: product ID: 977a260 (serial: (B)(6); product type: 0200-lead. Product ID: 977a260 (serial: (B)(6); product type: 0200-lead; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient requested reprogramming saying that he noticed controller was saying unable to provide desired settings and had a loss of stimulation. Upon connecting to ins, lead select showing red xs to 0-7 lead and impedance check showing values above 40000. Lead containing 8-15 - lead select showing all green and impedance check showing all green. Programming completed on 8-15 lead. Patient denies falls or trauma to battery or leads. Patient asked but reported unknown when he began seeing that he was unable to increase intensity on controller. Patient able to adjust intensity on controller after reprogramming and reports pleased with programming. The issue was resolved.